Event description:
The sl3 burned and shocked the doctor while doing a procedure. The uni-fiber cord appeared to be damaged on the fiber optic at the end of the hand piece.

Manufacturer narrative:
Reviewed the DHR for this device and found no out of specifications condition. Have contacted the customer in an effort to have the device returned for a full eval.